Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to fixate the atrial leadless pacemaker (lp), it was noted that there was difficulty positioning the lp. After fixating, while attempting to release the lp, it was noted that the lp exhibited separation failure. The lp was not used. The patient condition was in stable condition.